Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy with a distal gastrectomy procedure, a sureform 60 stapler instrument fired an unknown colored reload and the tissue was pushed instead of cut. The or staff replaced the sureform 60 stapler instrument for another, like instrument, to continue the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs for this procedure and found no relevant errors. Isi followed up with the surgeon and obtained the following information: the surgeon was firing on the stomach to create the sleeve when this event occurred. The surgeon said the tissue was not pushed during this event, but that the blade fired and cut tissue without the staples being applied. The surgeon reportedly resolved this issue by stapling around the tissue that was not appropriately stapled, with another sureform 60 stapler instrument. The surgeon indicated that the procedure was completed robotically and the patient was reported to be doing well one week post-operation.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has requested the customer return the stapler and reload fired during this event, but the product has not been received. It is unknown what color reload was fired during this event; therefore, a general sureform 60 reload will be captured in this report. A follow-up MDR will be submitted if the products are returned and evaluated and/or if additional information is received. The stapler logs for this event were reviewed by isi failure analysis engineer and the following findings were obtained: logs show that the sureform stapler was installed on the system 5 times. The instrument fired 5 reloads (1 green, followed by 4 blue). All installs had a completed clamp, followed by a firing with no pauses for compression. The firing with the highest max torque and longest firing time was the 5th fire with a blue reload. Firing torque was about 491 newtons and firing time was about 10 seconds. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy with a distal gastrectomy procedure, the sureform 60 stapler instrument fired an unknown colored reload and the gastric tissue was pushed instead of cut. The surgeon stapled around this tissue with a backup stapler to continue the procedure.